Event description:
It was reported that three weeks ago, the pt complained about a decrease in hearing sensation. During stimulation, the pt perceived only noise and pain. Testing carried out on (B)(6) 2011, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.